Event description:
The facility reported a colleague infusion pump with a "failure." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "failure" was confirmed during product evaluation as failure code 804:26. The problem was not reproduced. Therefore, no assignable cause could be identified for this condition and no repair was necessary. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed the device has not been previously sent into service for the reported condition.